Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached extension leg is confirmed and the cause remains unknown. Visual observation found that only the red lumen extension leg was attached, while nothing remained proximal to the bifurcation of the other extension leg. Inside the hole in the bifurcation red residues were found. The missing piece was not returned. Sutures were found around the catheter just proximal to the cuff, which was discolored. Tactual evaluation found that numerous roughly circumferentially oriented linear impressions were present distal to the bifurcation, which, from their shape and location, are suspected to be suture impressions. A hole was also found within a diagonally oriented impression around the catheter in the main tubing of the remaining extension leg, which will be addressed in separate complaint (B)(4). Microscopic evaluation found that the break appeared to be tapered. This break was recessed within the bifurcation. This hole manifested a granular texture typical of tearing and no discernible sharp instrument damage. The extension leg appears to have torn away. However, since the extension leg has not been returned and cannot be evaluated, it is uncertain if tensile stress contributed to the failure. In addition, it is not certain if initial damage (e.g., suture or sharp instrument damage) initiated a slit or tear, which then propagated and resulted in a full break. The root cause of this event is therefore unknown. The following IFU statements may be helpful: ¿do not grasp the catheter with any instrument that might sever or damage the catheter.¿ ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothedged atraumatic clamps or forceps.¿ ¿if sutures are used to secure the catheter, make sure they do not occlude or cut the catheter.¿ a lot history review (lhr) of huav2118 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the port completely disconnected in the ward. The port was placed on (B)(6) 2017 and was replaced on (B)(6) 2017. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huav2118 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the port completely disconnected in the ward. The port was placed on (B)(6) 2017 and was replaced on (B)(6) 2017. No reported patient injury.